Event description:
This spontaneous case report was received by regulatory authority from a (B)(6) female consumer in (B)(6) on 21-mar-2016 and forwarded to bayer on 04-aug-2016. The consumer's medical history included penicillin allergy. On (B)(6) 2006 the consumer had essure (fallopian tube occlusion insert) inserted. The placement was painful. Fallopian tube was perforated and placement was achieved on one side only. Consumer came back a month later and the left one was inserted. Her complaints included increase or heavy blood loss during menstruation, irregular bleeding or breakthrough bleeding, bladder infection, pain during ovulation, pain during menstruation, pelvic pain, hip pain, abdomen pain, lower back pain, pain in hands, continuous feeling of contractions, memory loss, concentration problems, anemia, swollen abdomen, blood pressure too high, and she was less able to focus. Consumer contacted a doctor and visited a gynecologist. She consulted an urologist. Tumor/cyst on the fallopian tube was removed. A hysterosalpingogram (hsg) was performed to control position of essure. Diagnosis included tumor on the fallopian tube, essure was stuck in incorrectly and this caused symptoms. On (B)(6) 2016, essure was removed with two fallopian tubes and uterus was removed. Consumer had not recovered. Company causality comment:this non-medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6) female consumer in (B)(6) who had essure (fallopian tube occlusion insert) inserted and fallopian tube was perforated during insertion. On an unspecified date, the hysterosalpingogram showed a tumor on the fallopian tube and essure was stuck in incorrectly. Ten years later, fallopian tubes, uterus and essure were removed. Fallopian tube perforation is listed while fallopian tube neoplasm is unlisted in the reference safety information for essure. In this particular case, fallopian tube perforation occurred at the time of insertion. Considering it occurred in association to essure procedure, a causal relationship with essure cannot be excluded. Although unlikely, since the tumor occurred in the fallopian tubes, which is the local where essure inserts were placed, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required. A product technical complaint analysis is being sought. No further information will be obtained.

Manufacturer narrative:
Follow-up received on 19-sep-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 21-sep-2016 for the following meddra preferred term: fallopian tube perforation. The analysis in the global safety database revealed 463 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6) female consumer in (B)(6) who had essure (fallopian tube occlusion insert) inserted and fallopian tube was perforated during insertion. On an unspecified date, the hysterosalpingogram showed a tumor on the fallopian tube and essure was stuck in incorrectly. Ten years later, fallopian tubes, uterus and essure were removed. Fallopian tube perforation is listed while fallopian tube neoplasm is unlisted in the reference safety information for essure. In this particular case, fallopian tube perforation occurred at the time of insertion. Considering it occurred in association to essure procedure, a causal relationship with essure cannot be excluded. Although unlikely, since the tumor occurred in the fallopian tubes, which is the local where essure inserts were placed, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required. According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No further information will be obtained.